Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy system had error screen. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and additional information based on the approved final investigation. Updated fields: a2, a3, a4 (63.2kg), a6, b1, b2, b5, d9, g3, h1, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Service inspection was performed and the device underwent a visual inspection and functional tests that confirmed the "repeated error screen" allegation. Based on the results of the investigation, it was confirmed that there was an error code appearing due to a faulty control board. No other issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the reported issue, "repeated error screen," occurred during therapeutic percutaneous nephrolithotomy procedure that caused the procedure to be prolonged along with patient's anesthesia for at least 2 and a half hours longer than expected. The procedure was completed using a holmium laser to break up the kidney stone. As reported, the handpiece was changed twice along with two different probes in combination to try and solve the error code; ultimately it was the console having the malfunction and not any other parts. There were no reports of patient harm.